Event description:
Pt switched from acuvue 2 contact lenses to acuvue advance contact lenses that have a silicone base to them. Pt's eyes reacted to the new lenses so much that pt now has double vision in left eye and cannot focus properly. Pt is under a specialist's care and still cannot see properly. Pt also has a friend that reacted similarly when they switched to acuvue advance contacts.